Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The lesion being treated was located in the tortuous circumflex (cx) artery. The physician reported that because of the acute bend in the take off of the artery, the 2.50x16 mm taxus express2 drug eluting stent was unable to track over the guide wire. The physician removed both the stent and guide wire out of body. The stent delivery system was still stuck on the guide wire. When he tried to remove the stent delivery system, the shaft fractured at the lumen portion of the guide wire. The physician thought that guide wire got kinked that's why stent delivery system got stuck. The procedure was completed with another taxus stent. The left main was stented instead of the cx, due to the tortuosity. No pt complications were reported. Pt status reported as "ok".